Event description:
The advocate stated her father ran blood glucose tests on 2 contour meters and received readings of 69 and 176mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.